Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a robotic laparoscopic gastric bypass, on the creation of the gastric pouch, the stapler did not fire. The reload had no signs of pre fire. The surgeon was able to press the green button, but was not able to squeeze the handle. Replaced by a new device to complete the case. There was no patient injury.